Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that all of the keys on the customer's insulin pump failed. According to electrostatic treatment, the device would not recover its former functionality. The customer's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump was not returned or replaced as the device is out-of-warranty.